Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found no visible damage to lens and residue on the lens. "Due to observation of low vault" should be corrected to "due to observation of low vault and refractive change overtime." Concomitant medical product: cartridge model and lot not applicable. (B)(4).

Manufacturer narrative:
This product is not marketed in the us (B)(4).

Event description:
The reporter indicated that an icm120v4, -14.0 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2011. On (B)(6) 2018 the lens was exchanged for a longer length lens due to observation of low vault. This exchange resolved the problem.